Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Clinical der received. Patient is experiencing pain. Update rec'd 11/12/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon final broaching a small nondisplaced calcar crack was identified. The crack was cabeled. At this time a broach is being reported. The complaint was updated on: 12/02/2015.